Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical/neck. It was reported that there were electrode impedances. No further information was provided. Additional information was received from a manufacturer representative (rep). It was reported that the rep found the impedances issues on friday, (B)(6). The patient stated that they were not getting adequate coverage and upon trying to reprogram, the out of regulation (oor) message kept appearing. Impedances were checked and electrode #3 was in the orange (avoid if possible) and #4 was in the red (do not use). The rep said that the specific date that the issues with the stimulator started to occur was unknown. The rep was able to program around the 2 electrodes and adequate therapy was achieved. No further complications were reported.